Manufacturer narrative:
The device has not been returned as of the date of this report. This record will be updated when the evaluation is complete.

Event description:
It was reported that after a case, the handpiece was leaking fluid from the back. There was no patient involvement or adverse consequences related to this event.